Event description:
The initial attorney report alleged additional medical/surgical intervention, adhesions, bowel injury. The following is based on the medical records provided by the pt's attorney: (B)(6) 2000 - pt underwent repair of incarcerated epigastric hernia with a perfix plug. On (B)(6) 2000 - pt underwent repair of recurrent ventral hernia with composix mesh. On (B)(6) 2004 - pt underwent repair of incarcerated recurrent ventral incisional hernia with composix kugel mesh. It was noted that the previously placed composix mesh had torn loose and crinkled in the lower aspect of the hernia repair. In repair the two meshes were sewn together. On (B)(6) 2005 - pt slipped while climbing out of a pool, landing on her abdomen. She felt a tearing sensation. On (B)(6) 2005 - pt underwent repair of recurrent incisional ventral hernia with composix kugel mesh. It was noted that there were small bowel adhesions to previously placed mesh. Based on pathology, it appears that during this procedure some unidentified mesh was excised. This procedure started out as laparoscopic, but a trocar slipped, piercing a loop of bowel; due to this the md converted to an open repair.

Manufacturer narrative:
Initially, one event was reported by the patients' attorney. However, review of the medical records showed there to be additional implants. The alleged bowel injury appears to have been caused by a trocar that slipped and pierced a loop of bowel, a through and through injury was noted through the small bowel. The info provided indicated that the pt was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. Additionally, no sample was returned; therefore, an eval could not be made as to why the mesh had torn loose and become crinkled. With the currently available info, no additional conclusion(s) can be drawn. If additional event and/or eval info is obtained, a follow up MDR will be submitted. The medical records refer to perfix plug implant on (B)(6) 2000, however, there was no indication that there were any issues related to this device. The composix kugel mesh implanted on (B)(6) 2004, was reported to the FDA in accordance with (B)(4). The medical records refer to a composix kugel mesh implant on (B)(6) 2005, however, there was no indication that there were any issues related to this device.